Event description:
A surgeon reported an unexpected postoperative refraction of -3.0 following intraocular implant surgery. The surgeon reports the expected outcome was a 0.5 spheric equivalent. Several requests have been made to obtain axial length, cornea measurements and biometric calculations for review. Lens remains implanted.